Event description:
It was reported that the patient was experiencing recurrent dislocation so the surgeon revised the hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained device.